Event description:
It was reported that pieces from a delaminated caster jammed in the wheel causing the bed to unexpectedly stop. This allegedly caused a caregiver back pain which resulted in several months of chiropractor treatments and the use of a nonprescription anti-inflammatory. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer did not record serial numbers in order for manufacturer to perform an evaluation. Customer repaired bed and returned to service. Customer performed evaluation.